Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following sequence of events: upon waking this morning, the pump was alarming for loss of prime/occlusion and the child was vomiting. The mother drove to the emergency room, and the child was being admitted to the intensive care unit with hyperglycemia. No other information is provided. This complaint is being reported as a patient on an insulin pump experienced hyperglycemia requiring hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.